Manufacturer narrative:
(B)(4). Results: visual inspection of the returned product showed that the lens optic split in half and one lens haptic was torn off. Complaints of this nature are being investigated under (B)(4).

Event description:
Surgeon attempted to implant a aq5010v silicone lens. The lens haptic broke prior to insertion into the eye. No patient contact.